Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient initially stated the controller wasn't taking a charge from the wall, but then patient said they charged the controller this morning, however they couldn't charge the implant because the controller would say technical difficulties or something. Patient service specialist asked, patient did not remember screen details. Patient then said they tried resetting controller, but that did not resolve the issue. Patient mentioned the controller battery was full, but the implanted neurostimulator battery was empty. Patient inspected recharger telemetry module (rtm) cord and said it looked good. Patient started a charging session and reported charging excellent and continued charging excellent for the duration of the call. Patient will monitor and call back with screen details if issue persists. Patient called back stating resetting did not fix issue. Patient reported seeing software problem, and system problem rm03. Pt stated the recharging was on excellent and then terminated couple times before calling pats again. Pt stated if they move the cord at the end, they see recharging terminated. Pt stated the paddle gets warmer than usual sometimes. Pt stated the implant is currently at 30% and orange. Email to repair to replace recharger.

Event description:
Additional information was received from a patient (pt) regarding an external device. It was reported that the issue has been resolved.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for device analysis. Analysis found that there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.